Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc found the ceramic tip of the inner sheath to be displaced. The outer tube was found cracked and the button was missing as the sealing ring was aged and damaged. Sbc identified cracks at the base of the sheath and provided a detailed photo of the issue. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The IFU states: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that there's always something blocking the screen while using an inner sheath. The reported problem was found during inspection before use. The facility finished the procedure with another one. There was no harm or user injury reported due to the event.